Event description:
The customer reports a falsely elevated patient result generated with the architect ca 19-9xr assay lot 14137m500. The control value went from 35 u/ml to 45 u/ml (still within specification) and one patient sample went from 18.8 u/ml to 33.52 u/ml. No suspect results were reported from the lab and there is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 14137m500 (list 02k91-25). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested in duplicate across three separate architect isystems. All resutls met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified. The customer did not complete troubleshooting beyond replacement of the reagent lot. Additionally, this reagent lot did read other samples correctly, so this appears to be limited to a discreet sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient problem code: no consequences or impact to patient (B)(4); (B)(4) device problem: high test results, (B)(4) this report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27.